Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked at the end of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query query by hospira personnel.